Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report with the event conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button #1 of a 5f mynx control vascular closure device (vcd) would not depress when tension lines lined up in the window. When they took the device out of the patient they played with the device on the table and when extreme force was applied, button # 1 did not depress. There was no reported patient injury. The patient was having a uterine artery embolization using a retrograde approach. The device was stored and prepped per the instructions for use (IFU). The deployer was certified in the use of the mynx device. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no access vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 30 minutes. The device storage temperature exceeded 25 °c. The device is being returned for evaluation. Addendum: product evaluation shows the sealant was partially exposed from the sealant sleeves.

Manufacturer narrative:
As reported, button #1 of a 5f mynx control vascular closure device (vcd) would not depress when tension lines lined up in the window. When they took the device out of the patient they played with the device on the table and when extreme force was applied, button # 1 did not depress. There was no reported patient injury. The patient was having a uterine artery embolization using a retrograde approach. The device was stored and prepped per the instructions for use (IFU). The deployer was certified in the use of the mynx device. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no access vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 30 minutes. The device storage temperature exceeded 25 °c. The device is being returned for evaluation. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The syringe was received connected to the device and the stopcock was found open. The sealant was found partially exposed from the sealant sleeves due to a kinked/bent condition. Additionally, the internal mechanism is assembled correctly, and no anomalies were observed. An unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were noted on it. Simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU) and button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. Visual inspection at high magnification showed the sealant was found partially exposed from the sealant sleeves which were observed to have been kinked/bent. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional testing. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the kinked/bent condition of the sealant sleeves noted. However, the exact cause of the issue experienced by the customer and the premature exposure of the sealant could not be determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the frozen/locked button 1 experienced since it passed functional analysis. However, handling factors (such as incorrect alignment of the tension indicator before attempting to deploy) are possible. Additionally, procedural/handling factors possibly resulted in the severely kinked/bent condition of the sealant sleeves (such as excessive force during insertion) and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this condition occurred during use in the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the product analysis does not suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.